Event description:
Reporter indicated pt could no longer feel stimulation, interrogation of the pt's vns therapy system was unsuccessful after several attempts with different vns dosing systems. Battery longevity shows several yrs remaining. Malfunction of the generator is suspected. Pt is asymptomatic. Physician is considering attempting a generator reset x-rays are planned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.